Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an allergic skin reaction after 6 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as "redness, itching and oozing" and had contact with a healthcare professional who prescribed an unspecified ointment for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported experiencing an allergic skin reaction after 6 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as "redness, itching and oozing" and had contact with a healthcare professional who prescribed an unspecified ointment for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified. No further investigation is required.